Manufacturer narrative:
During axillary artery cannulation, albograft leaked about 3-4 cm from the site of anastomosis. The graft was about 30 cm in length. Surgeon cut the graft and used about 15 cm of the graft for implantation. During implantation, he noticed blood leaking from the proximal part of the graft. So, he removed the graft and implanted another graft. The procedure completed successfully. The implanted graft has been discarded while the non-implanted portion will be sent to us for evaluation. We have not received the graft yet. A follow-up report will be provided once we evaluate the device. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have not received any other complaints of similar nature for devices from this lot. Device discarded by the hospital.

Event description:
Albograft leaked around 3-4 cm from the site of anastomosis after implantation.